Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a motor error alarm and a no delivery alarm. Customer's blood glucose reading ranged from 145 to 466 mg/dl. The customer performed troubleshooting and was able to clear the alarm and rewind the device. Customer performed the displacement test and it passed. Customer was informed that the site may have been occluded. The infusion set was replaced and returned, however the insulin pump was not replaced or returned.